Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the implantable cardiac monitor (icm) exhibited unspecified oversensing resulted in false atrial fibrillation (af) episodes. Patient status was not provided.